Manufacturer narrative:
Health effect clinical code: 4581 - hyperopia. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -4.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports that the patient had a slight increase in vault over a few days and hyperopia. The lens was repositioned in the vertical position; from 30 degrees to 90 and vault is at 480um. Lens remains implanted.

Manufacturer narrative:
Additional data: h6: health effect- clinical code: 4581- significant reduction of iridocorneal angles. H6: health effect- clinical code: 4581- photophobia. B5: the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter +4.50 into the patient's right eye (od) on (B)(6) 2023. The patient experienced an excessive vault, hyperopia, glares/haloes, significant reduction of iridocorneal angles and photophobia. On (B)(6) 2023 the lens was repositioned vertically. Reportedly "icl still tilted. Still very much bothered by photophobia". The problem was not resolved. Status of the eye: "severe photophobia, slightly tilted icl". The cause of the event was the device. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -4.50 into the patient's right eye (od) on (B)(6) 2023. The patient experienced an excessive vault, hyperopia, glares/haloes, significant reduction of iridocorneal angles and photophobia. On (B)(6) 2023 the lens was repositioned vertically. Reportedly "icl still tilted. Still very much bothered by photophobia". The lens remains implanted and the problem was not resolved. Status of the eye: "severe photophobia, slightly tilted icl". The cause of the event was the device. Claim# (B)(4).